Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast fix device could not be deployed. T1 did not remained in the patient. The procedure was successfully completed with no delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual inspection of the device showed that it was returned in its original box and pouch with the labels that is the batch of the complaint. The t2 and the suture were returned but the t1 was not. The needle is bent. The actuator is in the pre-t1/post-t2 position. There was debris on the needle. A functional evaluation of the device showed that the actuator worked as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include inadvertently bending of the needle. No containment or corrective actions are recommended at this time.